Manufacturer narrative:
The explanted microstent was discarded by the user facility and was not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Review of the pathology report for the explanted microstent revealed no new information. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following update to ivantis on may 29, 2020. The hydrus microstent was implanted in the patient's right eye on (B)(6) 2019. On (B)(6) 2019, the patient reported experiencing soreness and redness in both eyes, photophobia, and right-sided headaches. Upon examination, 1+ cells and flare were observed in the right eye only; topical steroids were re-initiated and symptoms resolved. The patient then developed cystoid macular edema (cme) in the right eye and was given an intraocular injection of avastin on (B)(6) 2019. At the follow-up exam on (B)(6) 2019, no inflammation was noted, but cme was present in both eyes. In (B)(6) 2020, pigmented keratic precipitates were observed in both eyes, along with severe cystoid macular edema bilaterally. Refer to section b6 for exam details leading up to and following microstent explantation. Prior to explant, the patient's unmedicated iop was 11-20 mmhg in the right eye. At the patient's follow-up examination post-explant (on (B)(6) 2020) the eye was quiet (no cell/flare) and iop was 15 mmhg on 3 iop-lowering medications; the patient was referred to a retina specialist for cme treatment. Ivantis followed up with the surgeon on june 23-24, 2020 to better understand the etiology of the event. The surgeon shared that the patient's history of severe nickel allergy was only elucidated after cataract surgery with implantation of the hydrus microstent. The iritis panel was positive only for rheumatoid factor (rf). After explantation of the hydrus microstent, the patient continued to experience cme and intraocular inflammation. The cme is responsive to intravitreal steroids, but not responsive to anti-veg f injections. The etiology of the inflammation/cme is yet to be determined. The surgeon thinks a reaction to the nickel from the microstent is high on the differential, however, postoperative inflammation and cme needs to be considered as well. Following explantation of the microstent in both eyes, the patient was able to discontinue all anti-inflammatory medications for some period of time. However, inflammation was increasing at the last examination and topical steroids were reinstated; the patient will be seen by her retina specialist. The surgeon is optimistic for a positive outcome. This report is for the right eye. Reference MDR #3007683266-2020-00010 for the left eye.

Manufacturer narrative:
Correction: d4 (expiration date). Correction: h4. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Awaiting the device identifiers and pathology results from the explanted microstent. The labeling includes the following warning statement: "the hydrus device consists of nickel-titanium (nitinol) alloy, which is generally considered safe. Persons with allergic reactions to nickel may have an allergic response to this device, especially those with a history of metal allergies. Some subjects may develop an allergy to nickel if this device is implanted. Certain allergic reactions can be serious." Manufacturer reference#: (B)(4).

Event description:
The surgeon provided the following update to ivantis on april 21, 2020. At last examination, the patient was doing "remarkably better", the inflammation improved, and the hydrus was explanted from the left eye (date of explant unknown). The surgeon stated "the patient's vision is not where I expect it to be, it is still bad, but the inflammation in that [left] eye has improved. The long-term prognosis is unknown but looking better than what it was." The patient is expected to return for a follow-up visit in 2-3 weeks and the plan is to begin tapering the topical medications. He believes that it was an allergy issue and will continue to monitor the patient. Additional information has been requested. This report is for the right eye. Reference MDR#: 3007683266-2020-00010 for the left eye.

Manufacturer narrative:
Device identifiers have been requested. The user facility sent the explanted microstent to pathology. Persistent anterior uveitis / iritis, persistent inflammation, macular edema, vision loss, and microstent explantation are listed in the device labeling as potential adverse events. The device labeling includes the following warning statement: "the hydrus device consists of nickel-titanium (nitinol) alloy, which is generally considered safe. Persons with allergic reactions to nickel may have an allergic response to this device, especially those with a history of metal allergies. Some subjects may develop an allergy to nickel if this device is implanted. Certain allergic reactions can be serious." Manufacturer reference #: (B)(4).

Event description:
An elderly female patient with bilateral cataracts and mild primary open-angle glaucoma underwent cataract surgery in combination with hydrus microstent implantation in both eyes approximately 8 and 10 months ago. Both surgeries were uneventful and the postoperative hydrus position was optimal. In the first 3-4 weeks postoperatively, each eye had satisfactory vision and intraocular pressure (iop) with a mild anterior chamber reaction typical in the early period. The surgeon reported that the patient has been experiencing bilateral uveitis, macular edema, and vision loss and he was concerned that the microstent is composed of nitinol. The patient had a history of severe skin allergy to nickel. On (B)(6) 2020 the microstent was explanted from the right eye; the patient is being monitoring to determine if explantation is necessary for the left eye. The following additional information was provided to ivantis on march 13, 2020. Approximately one month after hydrus implantation, each eye developed progressive worsening of the anterior chamber cells, flare, and fibrin. The patient was referred to a retina specialist who performed a uveitis workup that included blood tests and ultrasound imaging. No specific systemic, rheumatic, or infections etiology was identified and the source of the uveitis remains unknown at this time. The surgeon was questioning whether the inflammation could be a possible reaction to nitinol. The patient developed bilateral macular edema which did not respond to intravitreal injections of steroids and anti-vegf. The patient's visual acuity decreased in both eyes, but was more pronounced in the right eye (approximately 20/200). The hydrus was explanted from the right eye; during the procedure a fibrotic membrane was peeled away from the microstent lumen (prior to explant) and the trabecular meshwork was partially torn during removal. The explanted microstent was sent to pathology. One day post-explant the patient's visual acuity improved to approximately 20/70 and the uveitis and macular edema improved in the right eye. The patient will be monitored for several weeks to see how the right eye responds. If the uveitis and macular edema improve in the right eye, he intends to explant hydrus from the left eye. Additional information was requested. This report is for the right eye. Reference MDR #3007683266-2020-00010 for the left eye.